Event description:
A pt contacted zoll customer support to report that one of his battery packs was not holding to charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (will not hold charge) has been confirmed. Upon investigation the battery pack was unable to recharge or power up a test monitor. The cause for the battery failure was isolated to mismatched battery tricells (0.342v, 3.927v, and 0.467v). The root cause for the mismatched tri-cells could not be positively identified. No adverse event resulted from the defective battery pack. The patient was issued a replacement battery pack.